Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.0/+3.0/168 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The reporter indicated the lens had an excessive vault. The lens remains implanted but the surgeon plans to explant and exchange the lens.

Manufacturer narrative:
Corrected data: it is corrected from "adverse event" to " product problem". Type of reportable event: it is corrected from "serious injury" to " malfunction". Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of -8.0/3.0/168 sphere/ cylinder/ axis in the patient's right eye (od) on (B)(6) 2017. The reporter indicated the lens had an excessive vault. The lens was exchanged for a shorter lens on (B)(6) 2018 and the problem was resolved. The reporter stated that "all is fine" and that the patient is happy. Explanted date: (B)(6) 2018. (B)(4)